Manufacturer narrative:
There is no causal relationship between the implanted products and sarcoidosis. Sarcoidosis is not a direct result of the plate pressing on the larynx. The products remain implanted. No imaging films were provided to the manufacturer.

Event description:
It was reported that a patient had cervical fusion which included implantation of a plate and screws. Approximately two weeks post-op the patient had difficulty swallowing. She consulted with her surgeon. The surgeon did not remove the plate. The patient continued to have pain, difficulty swallowing and general "feeling sick" symptoms. The patient followed up with a pain management doctor, a lung specialist, a primary care physician and an allergist. The patient had enlarged lymph nodes. A series of tests including CT and pet scans with a biopsy showed the patient has sacroidosis and that the plate is pressing on her larynx. It was also reported that the patient has iron and vanadium allergies. The patient continues to follow up with her surgeon and her allergist.